Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to the motor encoder signal out of phase. They were unable to perform the self test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, no delivery test, and displacement test due to the motor error alarm. The pump passed the idle current test and run current test. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip. The pump was received without the original battery cap.

Event description:
The customer reported via phone call that the battery cap on the insulin pump became lost. Customer stated that the infusion set p-cap broke free from the reservoir. Customer stated that her blood glucose was in the upper 300 mg/dl range. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.